Event description:
During pt support, the consle went into high pressure, low pressure alarm and stopped. The backup system was used with no pt problems. The console was examined and the problem could not be reproduced.